Event description:
Patient reported left side "rupture, confirmed from ultrasound", "pain", "swelling" and "feverish". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported left side "rupture, confirmed from ultrasound", "pain" and "swelling". The device remains implanted.